Event description:
It was reported that suture placement with the first proglide device was successfully in the right common femoral artery using the preclose technique prior to an interventional procedure. Reportedly, when the suture of the second proglide device were being pre-placed the foot did not retract. The lever was opened and closed several times, but the foot would not retract. The interventional procedure was aborted and the patient was taken to surgery and the progiide device was removed. The patient is reported to be doing fine and no adverse patient sequelae was reported. There was a clinically significant delay in the procedure. The physician was reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported the difficult to remove the closure device and foot retraction problem could not be confirmed based on the condition of the returned device and the reported difficulties could not be replicated in a testing environment. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.